Manufacturer narrative:
The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, rf telemetry was unable to be established with the implanted device. A firmware upgrade was recommended to resolve the issue. The patient was in stable condition.